Event description:
The customer reported that during a prostate procedure, the fiber ¿exploded¿ inside the pt and that ¿shattered¿ pieces (detached cap) of the fiber were retrieved. The prostate case was aborted after this event, and it was reported that the pt is not scheduled for add¿l procedures. The pt outcome was reported as ¿fine¿.

Manufacturer narrative:
The device was returned to the MFR and analyzed. The joules on the fiber card were verified as 4,330 joules. The failure analysis disclosed that the fiber cap was detached. The detached fiber cap was not returned with the fiber. Burned and charred heat shrink or glue residue was visible and determined to be associated with the missing cap. Based on the analysis findings, the fiber / cap condition would result in forward firing of the side-firing fiber, which has been identified as a potential safety issue. The root cause of the device failure was determined to be heat accumulation, likely due to tissue contact and/or anatomical/procedural factors encountered during the procedure, accelerating cap wear and limiting the performance of the fiber. The product labeling warns that tissue contact or tissue probing may cause fiber damage or breakage.